Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels shaky, with a headache and hungry, and denies the need for medical attention. The customer's expected blood results are 90-130mg/dl fasting. Verified test strips expire 10/27/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015 reviewed meter memory: (B)(4). Customers concern: 240mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels shaky, with a headache and hungry, and denies the need for medical attention. The customer's expected blood results are 90-130mg/dl fasting. Verified test strips expire 10/27/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015 reviewed meter memory: (B)(6). No adverse event reported.